Event description:
It was reported that the sys shut down on its own and rebooted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and tightened a loose connector on the cpu 5 volt coin battery. The sys operates as intended.